Event description:
Healthcare professional reports protime microcoagulation system generated "inr high" message. Inr with venipuncture was 3.42. Pt's therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: MFR/eval/investigation in process. Result: complaint could not be confirmed. Conclusion: no conclusion can be drawn. Cuvette lots being recalled ((B)(4)) due to higher than specified bias. The FDA will be notified of field action by (B)(4) 2011.